Event description:
It was reported that the patient passed away due to an unknown reason.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was found deceased with rigor. The driveline was disconnected and the alarm time read as 276:53. The equipment would not be returned. It was unknown if the device was operating as expected. It was unknown if the death was device related.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.